Manufacturer narrative:
(B)(4). Event is under investigation.

Event description:
On (B)(6) 2011, an (B)(6) female pt underwent aaa repair. No notable problem on the patient's anatomical form and the procedure was conducted as labeled. The procedure consisted of placement of a mainbody and two iliac leg grafts. After ballooning, the pt complained about pain in the back and dissection from the distal aortic arch to above the renal artery was confirmed angiographically. The physician controlled the blood pressure and decided to take a wait and see approach. Later (exact date is unk), the pt deceased.